Event description:
During follow-up, the atrial lead was pacing in the right ventricle due to dislodgement. The atrial lead was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information: the lead was returned for lead dislodgement. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.